Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown ; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported by a basic evaluation patient that there was something with the wires but they did not give any further details. The patient was transferred to patient services where patient services clarified the allegation: the patient, whose trial began on (B)(6) 2019 reported that the health care physician (hcp) ¿got the wire too far in,¿ and the ¿wire was not close enough to the nerve at that point.¿ the patient stated they turned the stimulation off and back on and noted that the stimulation was currently on 2.5. The patient stated when they left the office the day prior to the call, the number was 4.8. Patient services reviewed that the patient follow any instructions left by the hcp. The patient asked if they needed to do anything with the ens and if they should be feeling stimulation. Information was reviewed with the patient. Patient services suggested the patient keep a diary of symptoms and their stimulation. The patient stated they were going into their hcp office on (B)(6) 2019 or the (B)(6). On 2019-sep-21, the patient reported they were feeling stimulation at their upper hip by their leads. There were no further complications reported.